Event description:
Event description guidant received information that this right ventricular lead exhibited impedances on the rate/sense channel of over 3000 ohms. The measurements have been gradually rising. Sensing is still good.